Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was microscopically and visually examined. At 10.8cm from the strain relief, the hypotube of the device was kinked. There was both contrast and blood in the inflation lumen. The balloon was loosely folded. There was a 22mm longitudinal tear spanning from the proximal balloon waist to the distal balloon waist. The device was found to have a longitudinal tear to the balloon.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.